Manufacturer narrative:
Describe event or problem: device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. A periodic safety check (psc) was performed with the generator, where all tested parameters were found to be completely within specification. No abnormality, defect, failure or malfunction could be determined. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be conclusively determined. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that a few hours after a therapeutic total thyroidectomy procedure, the patient passed away. According to the operating surgeon, the patient was a high-risk patient and this adverse event is not linked to a malfunction of any of the olympus medical devices. No further information was provided.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that a few hours after a therapeutic total thyroidectomy procedure, the patient passed away. According to the operating surgeon, the patient was a high-risk patient with a heart disease and this adverse event is not linked to a malfunction of any of the olympus medical devices. No further information was provided.